Event description:
Unit surged during pt treatment with stim. Unit half burned smell after treatment. No pt data, treatment parameters, and resulting conditions/parameters was provided. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or burn the pt.